Manufacturer narrative:
The baxter technician replaced the emergency stop button. Likorall overhead lift is a stationary lift mounted in a rail system. The rail system can be built straight, with or without curves, as a traverse system and also as a room-to-room system. Likorall overhead lift is intended for use in lifting and transferring patients, for example, from bed to a wheelchair, to or from the floor, for visits to the toilet, for gait, standing and balance training, when weighing the patient and when lifting the patient with a stretcher. Although there was no adverse event reported, a report of a emergency stop function not working in an operative lift is likely to cause or contribute to a death or serious injury.

Event description:
During servicing by baxter, technical service identified that likorall 200 had an issue, emergency stop not functioning. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.